Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a variceal banding procedure performed in the gastric fundus on (B)(6), 2012. According to the complainant, after positioning the device at the target lesion in the stomach, the first two bands were deployed and released; however, the third band failed to deploy. The case was completed with another manufacturer's device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a variceal banding procedure performed in the gastric fundus on (B)(6) 2012. According to the complainant, after positioning the device at the target lesion in the stomach, the first two bands were deployed and released; however, the third band failed to deploy. The case was completed with another manufacturer's device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the handle, strap, and ligator head returned entangled with the tripwire and suture. The tripwire returned kinked/bent in several places along its length. Four blue bands and a single white band were present on the ligator head. No damage was noted to the ligator teeth. Additionally, slight indentations were observed in the groove of the handle. The suture, which returned connected to the tripwire, remained attached to the ligator head and was partially affixed to the ligator teeth. The tripwire appears to have been broken. Functionally, the handle spool was able to be rotated and clicked appropriately with every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.